Event description:
The ins was replaced due to premature battery depletion. It was noted that the battery was at 2.285v. The patient outcome was alive with no injury. Additional information has been requested.

Manufacturer narrative:
Analysis of the ins revealed no significant anomaly. It was noted the battery was at normal end of life and telemetry and output were okay. A longevity estimate based on the programmed settings stated on the returned printout indicated an expected life of 2.37 years to elective replacement indicator (eri) and 2.62 years to end of service (eos). The impedance was not given so the calculator¿s default impedance of 1000 ohms was used. According to the trace report the ins reached eri in 2.49 years and eos in 2.85 years. The ins functioned properly for a device with a depleted battery.

Event description:
Additional information received reported the patient did not experience any symptoms. The implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.